Event description:
The same device was used to complete the procedure. The intended procedure was completed in a different room. No delay was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the physical device evaluation and the legal manufacturer's final investigation. The device was evaluated by olympus. The evaluation found that the allegation of the no display was confirmed due to a faulty circuit board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image occurred due to faulty circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high definition lcd monitor had no image and no display. The issue was found during preparation for use of an unknown diagnostic procedure. The intended procedure was completed using a similar device. There were no reports of patient injury or harm.

Manufacturer narrative:
The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.